Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that she had suffered a hypoglycemic episode while in her sleep and was found by her husband at approx 7:30 am having a seizure and foaming at the mouth. Pt reports that she had exercised for 90 minutes and that she had had very little to eat, prior to going to bed on (B)(6) 2012. Pt's husband contacted paramedics who tested her bg at 38 mg/dl and pt was hospitalized overnight. Pt is unsure if cgm's alarms were triggered during her episode but she states that she may have slept through them since she was very exhausted that night. At the time of her call to dexcom technical support, pt reports that she had recovered.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.